Event description:
It was reported that patient was not able to get enough relief from the spinal cord stimulator. The patient underwent an explant procedure where all devices were removed and the device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19942853.